Manufacturer narrative:
Updated fields - b4, d9, e1 (initial reporter, event site name, event site telephone, event site email), g3, g6, h2, h3 , h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) checked the device and no functional abnormalities found. Problem not verified. Display works regularly. Checked monitor connection cable and clean contacts of its vga connector. Diagnostic and functional tests performed. Functional tests performed with positive results.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that monitor of cs300 intra aortic balloon pump (iabp) was not working. There was no patient involvement.